Event description:
A product problem was detected on the teleflex endotracheal tubes starting from (B)(6). While tracking the unplanned extubations in the ICU there was a sharp spike in the occurrence from previous statistics which launched an internal awareness and tracking program to drill down on the cause. Since june there has been a total of 8 unplanned extubation with seven tubes noted to have cuff deflations. Previous tracking revealed a total of only 3 unplanned extubations in 2011 and from (B)(6) there were none. These lot numbers were pulled out of the hospital on (B)(6) all noted tube failures occurred between (B)(6). On (B)(6) another failed cuff was found in the ICU lot number unk but tube maintained and shipped to company as per outline by (B)(6) from teleflex. All mfrs: the contact office at teleflex is: (B)(6). According to (B)(6), the following amounts are averages ordered and shipped to our facility on a monthly basis (B)(4). Diagnosis for use: respiratory support.